Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the patient received a magnetic resonance imaging (MRI) on (B)(6) 2025. Patient admitted to hospital (B)(6) 2025 for abdominal pain and inflammation at pump site. 100cc of clear straw like fluid extracted from around the pump site on (B)(6) 20255 but continues to fill back up. Unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if the issue resolved at the time of this report.